Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding damage to the channel tube, the cause was due to usage stress or external factors. And for the sticky grip, sticky universal cord, sticky up down angulation lever plate, and the corroded light guide cover glass, the root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero reno videoscope exhibited a sticky grip, sticky universal cord, sticky up down angulation lever plate, damage on the channel tube, and corroded light guide cover glass. There was no patient involvement.